Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported¿that patient is still in pain even after the new implant of the scs and there's something wrong with the programming settings. Additional information was received from the patient. It was reported that the cause of the pain after new implant was the device moved on its own. The patient reports many x-ray tests and therapies were tried. The steps taken to resolve this was the manufacturer representative (rep) tried several things but the patient received a new implant and monitor. The patient reports that the event seems to be resolved.